Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation was confirmed. One unpackaged ar-9621-25t, batch 021913 tap was received for investigation. Visual inspection identified that five threads remained intact at the distal end of the tap, with the sixth distal-most thread partially broken. The threads that broke during the event were not returned for inspection. The most likely cause of the reported failure is wear and damage due to repeated use and/or reprocessing.

Event description:
It was reported that the tip of the ar-9621-25t tap has broken off. The rep reported the issue was discovered during inspection after a procedure.